Event description:
Description of event according to initial reporter: another complaint for patient (B)(6) for component separation between zteg 2pt 38 to 34 (the second spreadsheet says ¿zteg 2pt 38-202¿ and main body (34 proximal). A.(¿component separation¿ listed as device related in the final FDA report). Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Catalog# is unknown but referred to as unknown zteg. (B)(4).